Manufacturer narrative:
UDI related data quality updates only. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-87006) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
Related manufacturing ref: 3005334138-2023-00577. During a right ventricular outflow tract, premature ventricular contraction (rvot pvc) ablation procedure, the catheters became entangled with each other. Once the coronary sinus was cannulated, the hd grid catheter was being manipulated for insertion into the rvot, and the physician experienced difficulties advancing the catheter past the tricuspid valve. It would not go past the valve at all and kept prolapsing as visualized on ice. When attempting to remove the hd grid catheter for inspection, it seemed the hd grid and the inquiry catheter became entangled and became stuck together inside the short introducer. Since they were stuck in the short sheath, and would not release from the sheath, the catheters had to be cut outside of the groin and then the whole system was pulled out all together (the 9f sheath with the hd grid and cs catheter). Ice was used to check if the patient's heart was clear, the patient was sent for a CT scan to ensure nothing was left behind. The patient experienced some chest and back pain during manipulation when trying to remove the catheters. The case was then abandoned, and the patient left the room in stable condition.

Manufacturer narrative:
One inquiry steerable diagnostic catheter was received for evaluation. The catheter was returned engaged in an abbott introducer. The catheter shaft was returned cut from the electrodes exposing the internal components of the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported device entanglement and withdrawal difficulty is consistent with damage during use.